Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented following a syncopal episode. Some spikes in right ventricular impedance measurements were observed up to 1,900 ohms. Provocative maneuvers were performed and loss of capture on the unknown right ventricular (rv) lead was observed. As a result, the rv lead was revised at another facility and therefore, no further details are available. No additional adverse patient effects were reported.